Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported an occlusion alert while eating and missed a meal announcement. Blood glucose rose to 390 mg/dl, remaining elevated for over 90 minutes. The user declined supply change, reported no symptoms, and bg returned to range later the same day. No hospitalization or long-term effects reported.